Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the synchron lxi 725 instrument for two patients. A pt sample was tested for accu tni and a result of 0.55ng/ml was reported out of the lab. The result was questioned by the physician. Poc accu tni testing was performed on this pt and a result of 0.00ng/ml was obtained. The original sample was then re-tested and repeated result was 0.00ng/ml. A corrected report was sent. Another pt's sample gave a result of 0.68ng/ml when it was tested. The result was reported out of the lab. The original sample was re-tested twice and accu tni results were 0.02ng/ml and 0.03ng/ml, respectively. A corrected report was sent. It is unknown if pt treatment was affected in connection with this event.

Manufacturer narrative:
The samples were lithium heparin plasma and were centrifuged at 3,000 rpm for 10 mins. Qc info was not supplied for (B)(4) 2009. Qc was within specifications on (B)(4) 09 prior to the erroneous result. A system check performed on (B)(4) 2009, after the erroneous result, passed within specifications. No errors were posted to the event log at the time of the erroneous results. The customer did not question any other results or assays. The laboratory protocol is to repeat all critical accu tni results. A field service engineer (fse) was dispatched: the fse performed a major preventive maintenance (pm) to the instrument. The fse replaced the transducer. A diagnostic testing passed within specifications. Qc resulted within the customer's set ranges. Although hardware issues were addressed, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report. (B)(4).